Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high, and that she felt sick, as if going into diabetic ketoacidosis. The blood glucose reading was 500 mg/dl. The customer changed the infusion set, and that fixed the issue. The cannula was bent. The customer declined troubleshooting for high blood glucose. The insulin pump was not returned or replaced.